Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece for analysis. Visual inspection of the lead revealed no anomalies with the exception of damages consistent with procedural damage. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were within specifications. Electrical testing revealed no anomalies. The lead connector was able to be inserted and removed smoothly into the pacer. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the set screw was unable to be loosened and the lead could not be disconnected from the device. The system was explanted, and the patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2017-35310.